Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due headache rib fracture scalp lacerations pain in left wrist elbow and due to low blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 21 mg/dl at time of incident and current blood glucose 178 mg/dl. The customer treated with glucose tablets. The customer alleges pump was over delivering due to unexplained low blood glucose. It was reported that the insulin pump was damaged on the bottom of the pump. The customer was wearing the pump at the time of the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened all button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery anomaly and delivery accuracy test due to the buttons not responding. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.